Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level between 300 mg/dl and 400 mg/dl. Reportedly, the user changed the infusion set and cartridge multiple times and continued to experienced elevated bg levels. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected. Recommendation was made for the user to contact their healthcare provider regarding bg level. Although confirmation was requested as to whether the user addressed their bg level, it was unable to be confirmed.